Event description:
It was reported that the camera head exhibited a poor component connection; when connected to another device, the displayed image was blurry. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.